Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient programmer (pp) kept going off. Troubleshooting resolved the issue. It was noted that the patient fell on (B)(6) 2016 which she planned to inform the health care professional (hcp) about. The implantable neurostimulator (ins) was off. She was able to turn the ins on. There was a loss of therapy/ return of symptoms. She had to keep peeing at the (B)(6) the week prior to report. Additional information from the consumer reported that she thought she had problems with the pp batteries because the ins in her body kept going off especially at night time. When she got up at night, she could not make it to the bathroom. She thought it was because of the pp batteries. She changed them and it worked once; it worked again and then it did not work since then. When patient services reviewed the pp batteries do not affect how the ins worked, the patient believed her ins turned off because she had to rush to the bathroom. She did not see the lightning bolt or the therapy screen. The programmer was able to connect and the issue occurred the week of report ((B)(6) 2016) so she put in new batteries. It was noted that she used the pp without the antenna because she was advised that it worked better. Patient services told her to use it with the antenna and it connected right away. The ins was on at 2.1v but patient did not feel stim. She only felt stim when she turned it on. Stim was increased to 2.4v and she confirmed that she felt stim. It was further increased to 2.5v and planned to monitor symptoms. This was considered a sudden change in therapy/ symptoms. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.